Manufacturer narrative:
The device has not been returned/received to date. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. The investigation is ongoing and insulet is attempting to recover additional details. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported through a tga user report ((B)(4)) that a 33-year-old female patient with type 1 diabetes was wearing an omnipod 5 pod and a dexcom g6 sensor at the time of death. On (B)(6) 2024, around 8pm, the patient ate and recorded her meal and a bolus insulin dose. The patient left her apartment on a motorcycle at 9:19pm. At that time, it was reported that there was a steep decline in the patient's blood glucose levels and the patient's blood glucose level measured at 3.9 mmol/l (70 mg/dl). The patient rode a motorcycle, collided with the safety railing which caused the patient to fall to the roadway at 9:30pm. It was reported that the decline in blood glucose levels continued until the patient collided with the safety barrier, however blood glucose level not provided. The patient experienced catastrophic injuries and despite medical treatment, the patient did not survive the accident. It was reported that it is unknown if the device administered the correct dosage of insulin, or if the patient was notified of her blood glucose level changes. The patient's iphone received data and recorded alerts. It was indicated that the patient suffered a hypoglycemic event, which caused the patient to appear as though they were under the influence of alcohol, slump, and fall from the bike as it collided with the safety wall. Dexcom was notified on 23 june 2026.